Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels between 300-400 mg/dl. During troubleshooting with tandem technical support (cts), it was noted that the insulin duration setting was set at 5 hours, instead of 4 hours. Cts assisted the customer with adjusting the setting.